Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 72 mg/dl, and the meter bg reading was 324-325 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's blood glucose (bg) level rose to 324-325 mg/dl. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room and treated with bolus delivery via pump. Customer was released from the emergency room on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. H3 other text : device not returned